Manufacturer narrative:
(B) (4). The xience v 2.75 x 18 mm (part# 1009528-18/lot# unknown) mentioned is being filed under the same manufacturer number. In this case, there was no reported product deficiency. Death and thrombosis are known adverse events as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: death. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, the pt underwent stenting in the predilated second diagonal artery with one xience v stent and the predilated proximal left anterior descending artery with one xience v stent. On (B) (6) 2009, the pt was found collapsed at home with blood over her lower limbs and was transferred to the emergency dept by the police. The pt was certified as deceased. The cause of death is unk at this time. Abbott vascular medical safety monitors assessed this event as a possible late stent thrombosis. There was no additional info provided.